Event description:
The patient reported dentist recommendation to stop treatment due to periodontal disease, and bite concerns. No further information available.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.